Event description:
MFR was notified of pt death that occurred in 2002. Death certificate, treatment records, and user facility MDR list cause of death as acute myocardial infarction with asystole. Although info regarding this incident is incomplete, description of the event indicates possible separation of the catheter from the venous bloodline which may have occurred post-cardiac event. This MFR was not notified of event at the time of the incident. Initial notice was received in 2003.